Event description:
Boston scientific received information that the patient with this device experienced syncope and required external pacing. Upon interrogation it was noted that the device was found to be in storage mode and the battery voltage was 2.18v. The patient had not been followed for over a year and the right ventricular output was high. A technical service consultant was contacted and discussed that tachycardia therapy was not available either. The device was explanted and replaced.

Manufacturer narrative:
The hospital sent the device to the pathology department. As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device met the expected longevity and remained implanted 6 months after the elective replacement indicator and 3 months after end of life was declared.

Event description:
Boston scientific received the device for analysis testing.